Manufacturer narrative:
(B)(4). A device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If a device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a customer was seeing an increase in the amount of spectrum pump's that were alarming falsely for upstream occlusion. The customer reported that he has had 14 or 15 devices this year experiencing this issue. The customer tests the devices with water and stated that this alarm should not occur due to the lack of an occlusion in the IV line. He stated that he cannot identify a specific device at this time experiencing this issue, but just wanted to report that it is a growing problem. There was no pt injury related to these alarms.